Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. There is no evidence of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient was treated by the lifevest on (B)(6) 2017 while in a rehabilitation facility. A review of device download data revealed that the patient was in polymorphic vt degrading to vf beginning at 22:51:39 on (B)(6) 2017. The patient remained in vt/vf for approximately two and a half minutes. The lifevest did not deliver a treatment during this time due to varying amplitude of the arrhythmia. Due to the varying amplitude the rate of the rhythm fell below the prescribed rate threshold and the device fell out of detection. At 22:54:14 the patient degraded to asystole. The lifevest considers asystole to be a non-treatable rhythm. The lifevest delivered a treatment at 22:57:25. The rhythm at the time of the treatment was asystole. The patient remained in asystole following the treatment. Oversensing of low-amplitude cardiac input signal contributed to the false detection. The staff at the rehabilitation facility began CPR after the treatment. A second treatment was delivered at 23:01:08. The patient's rhythm at the time of the treatment is unknown due to the presence of CPR artifact. CPR artifact contributed to the false detection. At 23:13:35 the patient was in sinus bradycardia (40 bpm) that was degrading to asystole. The lifevest electrode belt was disconnected at 23:14:10. The patient was transported to the hospital following the treatments. The patient remained in the hospital and later passed away on (B)(6) 2017. The lifevest was not worn by the patient during his time in the hospital.